Event description:
Litigation papers allege the patient suffered the following as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, pain, suffering, occasional dislocation of the left hip, numerous follow-up doctor visits, possible revision, anxiety, fear, mental anguish and other emotional and physical damages.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 1/18/16 & 1/19/16 medical records received. Amended complaint and medical records reviewed for MDR reportability. Amended complaint noted pain, suffering, mental anguish, and medical expenses. Revision surgical report noted synovitis, increased chromium cobalt levels without lab results, brown-tinged tissue and bursal irritation. An unknown stem and sleeve will be added for the alleged elevated chromium cobalt levels. The complaint was updated on: feb 5, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 03/31/2016: supplemental information received. Product identification for the stem and sleeve was received. Follow-up mw to be sent and complaint to be back to investigation phase. The complaint was updated on: 04/19/2016.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 6/8/2015 sales rep reported revision surgery. Patient revised to address pain. Manufacturing and expiration dates updated. There is no new additional information that would affect the investigation.